Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-02099. It was reported that patient experienced a loss of therapy and the programs were auto-reducing. Upon diagnostic testing, high impedance issue was observed on the lead. Lead and extension were explanted as a result to resolve the issue and a new lead was implanted. Effective stimulation was established post procedure. There were no complications during the procedure.